Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump act and arrow buttons were not responding as well as harder to press. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was performed. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent esc, act, button response due to flattened button dome switch. Device was received with the operating currents within specifications and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08675 inches. Device primed properly during testing. No unexpected prime anomalies, drive or motor anomaly, or no delivery alarm noted during testing. Device was received with minor scratched lcd window and scratched reservoir tube window. (B)(4).